Manufacturer narrative:
Investigation ¿ evaluation: twenteborg ziekenhuis, netherlands reported that a turbo-ject single lumen over-the-wire power-injectable PICC catheter snapped off. This event was reported under medwatch report #:1820334-2021-01598. During this report, it was stated that there were four other instances for catheter separation. This report captures the four instances of catheter separation in the clear extension tubing at the luer lock connection and the triangular hub. The complaint device related to the previous report was a upics-5.0-CT-otw-st-1111; however, the sales representative indicated that the exact rpns and lots for these prevents events are unknown. No specific patient information, dates of occurrence, or additional event details were provided. The extension tubing separated from the hub of the device in some cases (exact amount unknown). In other instances, the device separated from the ¿triangular hub¿ which is assumed to be the polyurethane suture wing. The devices had to be removed and replaced in a surgical procedure instead of an exchange as a new site was required to prevent infection. Additional information was requested, but was not able to be provided. To allow a review of documentation and the instructions for use (IFU) to be carried out, the part number is assumed to be the same as the similar incident (upics-5.0-CT-otw-st-1111). However, it is not certain this is the part number for these incidents. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. In the similar incident reported by this customer (medwatch report #:1820334-2021-01598), a photo of the separation was provided by the customer showing the complete separation of the hub from the clear extension tubing with the catheter indwelling in the patient. A document based investigation evaluation was also performed. Review of the device master record, including quality control procedures, concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. The device is shipped with an instruction for use (IFU), which provides the following information to the user related to the reported failure mode: "intended use ¿.the maximum pressure limit setting for power inectors used with the turbo-ject PICC may not exceed 325psi and the flow rate may not exceed the maximum flow rate warnings: the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. Catheter size hub maximum flow rate injection pressure limit setting 5 fr double lumen white/purple 5 ml/sec 325 psi precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately catheter maintenance if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately catheter maintenance if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. Because adequate inspection activities have been established and no other lot related evidence is available, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, the complaint device not being returned, and the results of the investigation, a definitive cause could not be established. Cook was unable to rule out inadvertent tension placed on the device as a cause of this event. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an unknown cook 5fr turbo-ject PICC set. During the procedure, it was noted the device separated between the extension tubing and purple hub. This same failure occurred with four devices. A new line was placed in a different access site to complete the procedure. No other adverse effects were reported for this incident.